Manufacturer narrative:
The product was returned and is pending evaluation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had the flu and her blood glucose history is as follows: (B)(6). The pod was deactivated and it was noticed the cannula was bent. Hyperglycemia treated by patient with a correction bolus and activating new pod. The pod was worn between 4 and 24 hours on the leg.

Manufacturer narrative:
The device was received with the cannula assembly deployed. No bend or kink was found in the exposed cannula. Inspection of the fluid path did not find any issues that would result in high blood glucose levels. No other defects or deficiencies were found during the investigation.